Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three months post deployment, multiple unsuccessful attempts were made to retrieve the filter. A venogram showed that the filter hook embedded in the anterior wall of the ivc. Therefore, the investigation is confirmed for the retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was embedded in the anterior wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Thrombus above the filter was identified; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after three months post filter deployment, the filter retrieval attempts were made. An inferior venacavogram was performed to exclude the thrombus and it demonstrated there was a small filling defect over the superior aspect of the filter. Multiple attempts were made to snare the filter with a loop snare and then followed by an ensnare device which were unsuccessful. Subsequently a venogram was performed in a lateral projection which demonstrated the filter hook embedded in the anterior wall of the ivc. Approximately four years later, a computed tomography (CT) revealed the inferior vena cava filter present in infrarenal inferior vena cava with superior end approximately 1.9cm below the level of renal veins. The inferior vena cava filter was tilted slightly anteriorly by 23-degrees and towards the right by 9-degrees in relationship to the inferior vena cava. The filter struts extend beyond the inferior vena cava wall into adjacent retroperitoneal fat anteriorly, medially, and laterally. At 1 o'clock position, 17mm portion of strut projects into anterior retroperitoneal fat, abutting transverse duodenum posterior wall, with tip of strut 7mm anterior to inferior vena cava. At 2 o'clock, there was a 17mm portion of a struck projecting into anteromedial retroperitoneal fat, abutting transverse duodenal posterior wall, with tip of strut extending 6mm away from inferior vena cava wall. At 3 o'clock, there was a 10mm segment of strut projecting into adjacent retroperitoneal fat, abutting the posteromedial aorta wall, with tip 6mm from inferior vena cava wall. At 4 o'clock, there was a 18mm strut segment extending beyond the inferior vena cava wall with tip between the posterior aorta wall and lumbar spine, 14mm away from inferior vena cava wall. At 6 o' clock, there was a struck barely penetrating through posterior inferior vena cava wall, abutting lumbar spine. At 7 o'clock, 8 o'clock and 11 o'clock there are struts penetrating inferior vena cava wall by a couple of mm. At 12 o'clock, there was a strut barely penetrating inferior vena cava wall, resting between transverse duodenum and anterior inferior vena cava wall. Therefore, the investigation is confirmed for the retrieval difficulties, filter tilt and perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was embedded in the anterior wall of the ivc . The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the thrombus above filter was identified. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was embedded in the anterior wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.